Event description:
It was reported that the handpiece began overheating during an impaction tooth removal. There was no reported pt or user injury, and the procedure was completed successfully with another device that was on hand.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and a rise in temperature on spindle housing was confirmed. Based on the investigation detail, the likely cause for the alleged overheating was the driveshaft and bearings, which have been replaced. The handpiece was repaired and returned to the customer.